Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o-ring, cracked case at the display window corners, cracked belt clip slot, missing end cap sticker, stained address/serial number label and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged. The patient¿s blood glucose level was unknown at the time of the incident. The customer reported that there was broken piece and another piece looks like it was about to fall off at the top of reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was returned for analysis.